Manufacturer narrative:
Section d10 - concomitant product added: cc cuv dry tip, 09d51-02, unknown. The field service representative (fsr) inspected the instrument, performed trouble shooting, and resolved the issue by manually cleaning the cuvettes, cleaning the high concentration tubing, and replacing the cuvette dry tip. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) , or the cuvette dry tip was identified.

Event description:
The customer observed elevated magnesium results generated on the architect c16000 processing module for patient samples. The following data was provided (customer's reference range 1.6-2.6 mg/dl): (B)(6) 2024 sample ID (B)(6) tested on reagent lot number 52134ud00: initial result = 9.5 mg/dl, repeat = 2.0 mg/dl, repeat result on another analyzer (B)(6) = 2.14 mg/dl (B)(6) 2024 sample ID (B)(6) tested on reagent lot number 54909ud00: initial result = 4.1 mg/dl, repeat = 1.56, mg/dl repeat result on another analyzer (B)(6) = 1.16 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed elevated magnesium results generated on the architect c16000 processing module for patient samples. The following data was provided (customer's reference range 1.6-2.6 mg/dl): (B)(6) 2024 sample ID (B)(6) tested on reagent lot number 52134ud00: initial result = 9.5 mg/dl, repeat = 2.0 mg/dl, repeat result on another analyzer c1601160 = 2.14 mg/dl (B)(6) 2024 sample ID (B)(6) tested on reagent lot number 54909ud00: initial result = 4.1 mg/dl, repeat = 1.56, mg/dl repeat result on another analyzer c1601160 = 1.16 mg/dl no impact to patient management was reported.